Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 01401-1. MFR - 0001526350 - 2023 - 01212-2.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 01401, MFR - 0001526350 - 2023 - 01212.

Event description:
It was reported that during surgery that the dermatome blades had an issue. There was harm to the patient as deeper and additional cuts had to be made in a different spot from where they started in order to complete the procedure. Another blade was used to complete the surgery. Due diligence is complete. No additional information is available.